Event description:
The pt reported no wound sensations when programming was attempted. All impedances were invalid. External equipment was also replaced. The issue was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.